Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp results were obtained while using the vitros 5,1 fs analyzer. A definitive root cause for the event could not be determined. However, an equipment related and/or reagent pack related issue cannot be ruled out as contributing to the reported event. Performance testing verified that the system was operating as expected following replacement with an alternate valp reagent pack.

Event description:
This customer obtained a lower than expected vitros valp patient result from a single patient sample and a lower than expected valp quality control result while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)